Event description:
It was reported that the inflation valve came off 1 week after placement. It was also reported that when the nurse checked on the patient, the catheter had fallen out. Reportedly, the patient was bedridden using a diaper, and was unable to touch or pull on the catheter.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the inflation valve was detached form the drainage funnel of the returned catheter. However, the returned inflation valve can be re- connected to the catheter and did not detach and was able to inflate and deflate without difficulty. How and when the problem occurred could not be determined. The potential root cause for this failure mode could be operator error (eg: slanted valve and cap, improper trimming of funnel), mechanical error or user related (eg: rough handling of device during use). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubberlatex (2)patients with known allergy to silver-containing catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the inflation valve came off 1 week after placement. It was also reported that when the nurse checked on the patient, the catheter had fallen out. Reportedly, the patient was bedridden using a diaper, and was unable to touch or pull on the catheter.